Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed) with the lead tip/helix undamaged. The helix mechanism could not be tested due to dried blood in the housing and tissue entwined in the helix. The lead passed electrical testing. Stylet insertion testing failed as a blockage was encountered 40cm from the terminal end. Laboratory analysis was able to confirm the reported allegation of helix extension/retraction issues. The electrical malfunctions, dislodgement and surgery allegations were not confirmed as the lead passed electrical testing, laboratory observations and field report were insufficient to verify dislodgement; and no issue was noted on the lead which would have led to surgery.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to dislodgement, lack of capture and helix mechanism issues. Lead would not retract at repositioning attempt so the physician decided to replace it. This product was received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to dislodgement, lack of capture and helix mechanism issues. Lead would not retract at repositioning attempt so the physician decided to replace it. No additional adverse patient effects were reported.